Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and device appearance (it seems to have a vulcanization mark). Leak test was performed and no leakage was found. A microscopic analysis was performed which identified no openings observed in the device but vulcanization mark was observed in the device (removal of material from inner surface of shell characterized by a ring-shaped or partially ring-shaped mark) according to (B)(4) is a defect. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: observed vulcanization mark in the device according to (B)(4) is considered a defect.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted.